Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported receiving from her dario meter a bg reading of 130 mg/dl compared to a bg reading of 144 mg/dl from her non-dario meter. The user told dario's representative that this issue has persisted for over a year with different lot numbers. Dario's representative instructed the user to open a new cartridge of strips and test her bg level, which she did and received a bg reading of 186 mg/dl from her dario meter compared to a bg reading of 251 mg/dl from her non-dario meter. Due to the above, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, an attempt to follow up with the user was made, however, no response has been received to date. There is not enough information regarding the dario strips and dario meter to investigate. No resolution is available.

Event description:
On february 16th, the user contacted dario to report low blood glucose (bg) readings. The user reported receiving an ea1c of 6.9% from her dario meter compared to an a1c of 8.3% from her doctor's bg meter. Due to this difference the user reported that she had stopped using the dario meter for some time. In addition, the user reported receiving a bg reading of 133 mg/dl from her dario meter compared to a bg reading of 157 mg/dl from her non-dario meter. The user stated that when she began using the dario meter, her bg readings were only slightly different than her non-dario meter, such as an ea1c of 7.4% from her dario meter, compared to an a1c of 7.8% from her non-dario meter.